Event description:
A pt reported experiencing inaccurate high results with an otp meter. The pt's blood glucose results were 312mg/dl vs. 212 lab. Tests were done within 10 minutes with a difference of 65%. Pt did not experience any adverse events. No further info has been reported.